Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device was received at the local service facility for investigation. Repair request details: it switches to standby mode during use. Please check in combination with the included light guide. Symptomatology / failure details: after the inspection, we confirmed that the led module had a problem and an e-2 error occurred during the inspection and the emission color glowed blue. Processing work content: defective parts replacement, operation / function inspection, and qip (quality inspection) are carried out. Parts replaced: l10 light source module probable root cause: damaged light cable damaged scope, damaged coupler, damaged leds, main board malfunction, loose / misaligned jaw assembly, light engine/ light pipe malfunction or damaged, bent esst contact, inconsistent esst contact, camera head communication, front board malfunction, touch panel malfunction, power supply malfunction, thermal switch malfunction, ac inlet board malfunction, inadequate air flow, sidne port malfunction, poor workmanship, inadequate calibration, use errors, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.